Event description:
I noticed swelling just above my left breast implant had an ultrasound which proved (B)(6). Saw the plastic surgeon. He had no concerns, but asked for an MRI, which proved (B)(6) on the left breast. The swelling increased around the breast implant and I was diagnosed by another plastic surgeon with lymphedema. She prescribed physical therapy. I found no relief from my visits. I have increased pressure on the left quadrant from my neck, shoulder and chest area. There seems to be little concern that I am experiencing pressure on my left quadrant which is new since the insertion of allergan silicone implant in (B)(6) 2011.